Event description:
On (B)(6) 2011, 3m espe was informed that surgical removal of bone was required to remove a broken mdi implant from a patient's mandible. The implant tip fractured during placement and the dentist elected to have the fragment surgically removed. The clinical indication for this implant is for use in less dense bone; the mandible typically has denser bone and thus, the clinical application of this product may be outside the indications for use. The patient is currently reported as fine.

Manufacturer narrative:
The returned fragments of the implant were evaluated. The lower implant fragment showed evidence of grinding, which may be consistent with attempts to remove it prior to the surgical intervention. The upper implant fragment (which includes the o-ball and square) was slightly larger in diameter than specification; however, the heavy tool marks present on the square portion of the head indicate that the implant may have been deformed during the placement process. The fractured surface shows torsional failure with evidence of slight cantilever loading.